Event description:
This is a report of a peritoneal dialysis (pd) patient who performs pd therapy on a homechoice (hc) who experienced ¿pain all over¿ while on the hc device. The mother of the patient contacted baxter to ask for assistance in ending therapy while in initial drain, to take the patient to the hospital due to experiencing ¿pain all over¿. It was unknown if an intervention was required. The cause of the event was not reported. The outcome of the ¿pain all over¿ event was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.